Event description:
It was reported that error 32056 was observed on universal surgical manipulator (usm) arm 1. The customer power cycled the error; however, the issue persisted. Tes had customer reposition usm arm 1 and perform a hard power cycle; however, the error still persisted. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the pitch searchlight in the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 32056 error was confirmed and replicated indicating axes controller arm (aca) in usm1 failed to initialize i2c device on the usm 0x2 axis, confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the 0x2 axis. Once testing was completed, the pitch searchlight printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint regarding recoverable fault was confirmed by failure analysis. The probable root cause can be attributed to the pitch searchlight pca.